Event description:
The customer stated that he was treated by paramedics and hospitalized, due to hypoglycemia. The reported blood glucose reading was 19 mg/dl. The customer stated that he over bolused for a meal, causing his blood glucose to go low. The customer stated that the insulin pump alarmed no delivery after 2.6 units of insulin had been delivered via bolus. At this time, the customer checked the infusion set tubing and found that it was kinked. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow, once the analysis has been completed.